Manufacturer narrative:
Voluntary medwatch report received: mw5165951.

Event description:
Voluntary medwatch received states the patient¿s left ventricular (lv) lead exhibited intermittent loss of capture with high capture thresholds. The output was increased, and the device entered into elective replacement indicator due to the change in pacing outputs. The lead also exhibited high pacing impedance within normal limits. No more reprogramming changes were discussed, but an implantable cardioverter defibrillator and lv lead replacement are being planned. No adverse patient effects were reported.